Event description:
It was reported that the reservoir leaked at the o-rings. It was reported that the insulin was found inside the reservoir compartment. Troubleshooting was not performed at the time of call. No add'l info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.